Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and device expulsion ('malposition of essure device location of device: found in endometrial cavity') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and pelvic adhesions. Concurrent conditions included overweight, fever and adenomyosis. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea cramping") and dyspareunia ("dyspareunia painful sexual intercourse"). On (B)(6) 2007, the patient experienced genital haemorrhage ("heavy bleeding/ abnormal bleeding general") and pelvic pain ("pelvic pain"). In october 2007, the patient experienced urinary incontinence ("bladder or urinary problems or changes: cant hold my urine"). In (B)(6) 2008, the patient experienced migraine ("migraines") and was found to have weight decreased ("weight loss"). In 2008, the patient experienced headache ("headaches"), arthralgia ("severe joint pain: especially in hips joints") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes describe"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), back pain ("back pain"), depression ("depression"), anxiety ("anxiety"), constipation ("constipation"), feeling abnormal ("fogginess"), menorrhagia ("menorrhagia/ abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), loss of libido ("no sex drive"), diarrhoea ("diarrhea"), abdominal pain ("abdominal pain") and panic attack ("panic attacks"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and hysterectomy (full),salpingectomy, cystoscopy, lysis of omental adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, pelvic pain, back pain, depression, anxiety, constipation, fatigue, feeling abnormal, dysmenorrhoea, menorrhagia, vaginal haemorrhage, loss of libido, migraine, headache, urinary incontinence, dyspareunia, weight decreased, diarrhoea, alopecia, hormone level abnormal, abdominal pain and panic attack outcome was unknown and the arthralgia had not resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, constipation, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, headache, hormone level abnormal, loss of libido, menorrhagia, migraine, panic attack, pelvic pain, urinary incontinence, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: hysterectomy with removal of essure is expected in 2018. Discrepancy noted as per previous follow up: (B)(6) 2017. Current weight as of (B)(6) 2018: 170 lbs. Approximate weight at the time of essure placement 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis: uterus, cervix and bilateral fallopian tubes (hysterectomy and bilateral. Salpingectomy): uterus and cervix, 105 g. Endometrium: benign late secretory endometrium. Myometrium: intramural leiomyoma and superficial adenomyosis. Uterine serosa: no significant histopathology. Cervix: benign endocervical polyp. Bilateral fallopian tubes: full-thickness cross-sections and bilateral paratubal cysts. Bilateral essure coils identified, see gross description. No malignancy identified. Concerning the injuries in this case, the following once were confirmed in patient's medical record: arthralgia. Patient's approximate weight at the time of essure placement : 200 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)'), device expulsion ('malposition of essure device location of device: found in endometrial cavity') and genital haemorrhage ('heavy bleeding/ abnormal bleeding (general)') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and pelvic adhesions. Concurrent conditions included overweight, fever and adenomyosis. In (B)(6) 2007, the patient experienced fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). In 2008, the patient experienced migraine ("migraines"), headache ("headaches"), arthralgia ("severe joint pain: especially in hips joints") and alopecia ("hair loss") and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormonal changes describe"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), back pain ("back pain"), depression ("depression"), anxiety ("anxiety"), constipation ("constipation"), feeling abnormal ("fogginess"), menorrhagia ("menorrhagia/ abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), loss of libido ("no sex drive"), urinary incontinence ("bladder or urinary problems or changes: cant hold my urine"), diarrhoea ("diarrhea"), abdominal pain ("abdominal pain") and panic attack ("panic attacks"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and hysterectomy (full),salpingectomy, cystoscopy, lysis of omental adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, pelvic pain, back pain, depression, anxiety, constipation, fatigue, feeling abnormal, dysmenorrhoea, menorrhagia, vaginal haemorrhage, loss of libido, migraine, headache, urinary incontinence, dyspareunia, weight decreased, diarrhoea, arthralgia, alopecia, hormone level abnormal, abdominal pain and panic attack outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, constipation, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, headache, hormone level abnormal, loss of libido, menorrhagia, migraine, panic attack, pelvic pain, urinary incontinence, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: hysterectomy with removal of essure is expected in 2018. Discrepancy noted as per previous follow up: (B)(6) 2017. Current weight as of (B)(6) 2018: 170 lbs. Approximate weight at the time of essure placement 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis: uterus, cervix and bilateral fallopian tubes (hysterectomy and bilateral salpingectomy): uterus and cervix, 105 g. Endometrium: benign late secretory endometrium. Myometrium: intramural leiomyoma and superficial adenomyosis. Uterine serosa: no significant histopathology. Cervix: benign endocervical polyp.bilateral fallopian tubes: full-thickness cross-sections and bilateral paratubal cysts. Bilateral essure coils identified, see gross description.no malignancy identified. Concerning the injuries in this case, the following once were confirmed in patient's medical record: arthralgia. Patient's approximate weight at the time of essure placement : 200 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: all information is transferred from deletion case (B)(4) . Reporter information updated. References added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') and device expulsion ('malposition of essure device location of device: found in endometrial cavity') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and pelvic adhesions. Concurrent conditions included overweight, fever and adenomyosis. On (B)(6) 2007, the patient had essure inserted.in (B)(6) 2007, the patient experienced fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2007, the patient experienced genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)") and pelvic pain ("pelvic pain"). In (B)(6) 2007, the patient experienced urinary incontinence ("bladder or urinary problems or changes: cant hold my urine"). In (B)(6) 2008, the patient experienced migraine ("migraines") and was found to have weight decreased ("weight loss"). In 2008, the patient experienced headache ("headaches"), arthralgia ("severe joint pain: especially in hips joints") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes describe"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), back pain ("back pain"), depression ("depression"), anxiety ("anxiety"), constipation ("constipation"), feeling abnormal ("fogginess"), menorrhagia ("menorrhagia/ abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), loss of libido ("no sex drive"), diarrhoea ("diarrhea"), abdominal pain ("abdominal pain") and panic attack ("panic attacks"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and hysterectomy (full),salpingectomy, cystoscopy, lysis of omental adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, pelvic pain, back pain, depression, anxiety, constipation, fatigue, feeling abnormal, dysmenorrhoea, menorrhagia, vaginal haemorrhage, loss of libido, migraine, headache, urinary incontinence, dyspareunia, weight decreased, diarrhoea, alopecia, hormone level abnormal, abdominal pain and panic attack outcome was unknown and the arthralgia had not resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, constipation, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, headache, hormone level abnormal, loss of libido, menorrhagia, migraine, panic attack, pelvic pain, urinary incontinence, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: hysterectomy with removal of essure is expected in 2018. Discrepancy noted as per previous follow up: (B)(6) 2017 current weight as of (B)(6) 2018: 170 lbs. Approximate weight at the time of essure placement 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis: uterus, cervix and bilateral fallopian tubes (hysterectomy and bilateral salpingectomy): uterus and cervix, 105 g. Endometrium: benign late secretory endometrium. Myometrium: intramural leiomyoma and superficial adenomyosis. Uterine serosa: no significant histopathology. Cervix: benign endocervical polyp.bilateral fallopian tubes: full-thickness cross-sections and bilateral paratubal cysts. Bilateral essure coils identified, see gross description.no malignancy identified. Concerning the injuries in this case, the following once were confirmed in patient's medical record: arthralgia. Patient's approximate weight at the time of essure placement : 200 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event hip joint pain outcome added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), device expulsion ("malposition of essure device location of device: found in endometrial cavity") and genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and pelvic adhesions. Concurrent conditions included overweight, fever and adenomyosis. In (B)(6) 2007, the patient experienced fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). In 2008, the patient experienced migraine ("migraines"), headache ("headaches"), arthralgia ("severe joint pain: especially in hips joints") and alopecia ("hair loss") and was found to have weight decreased ("weight loss") and hormone level abnormal ("hormonal changes describe"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), back pain ("back pain"), depression ("depression"), anxiety ("anxiety"), constipation ("constipation"), feeling abnormal ("fogginess"), menorrhagia ("menorrhagia/ abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), loss of libido ("no sex drive"), urinary incontinence ("bladder or urinary problems or changes: cant hold my urine"), diarrhoea ("diarrhea") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and hysterectomy (full),salpingectomy, cystoscopy, lysis of omental adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, pelvic pain, back pain, depression, anxiety, constipation, fatigue, feeling abnormal, dysmenorrhoea, menorrhagia, vaginal haemorrhage, loss of libido, migraine, headache, urinary incontinence, dyspareunia, weight decreased, diarrhoea, arthralgia, alopecia, hormone level abnormal and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, constipation, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, headache, hormone level abnormal, loss of libido, menorrhagia, migraine, pelvic pain, urinary incontinence, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: hysterectomy with removal of essure is expected in 2018. Discrepancy noted as per previous follow up: (B)(6) 2017. Current weight as of (B)(6) 2018: (B)(6). Approximate weight at the time of essure placement (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Pathology test - on (B)(6) 2018: final diagnosis: uterus, cervix and bilateral fallopian tubes (hysterectomy and bilateral salpingectomy): uterus and cervix, 105 g. Endometrium: benign late secretory endometrium. Myometrium: intramural leiomyoma and superficial adenomyosis. Uterine serosa: no significant histopathology. Cervix: benign endocervical polyp. Bilateral fallopian tubes: full-thickness cross-sections and bilateral paratubal cysts. Bilateral essure coils identified, see gross description. No malignancy identified. Concerning the injuries in this case, the following once were confirmed in patient's medical record: arthralgia. Patient's approximate weight at the time of essure placement: (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 7-dec-2018: plaintiff fact sheet and medical record received: new events added: hormonal changes, abnormal bleeding (vaginal), no sex drive, malposition of essure device location of device: found in endometrial cavity, migraines, headaches, bladder or urinary problems or changes: can't hold my urine, dyspareunia (painful sexual intercourse), perforation (fallopian tubes), weight loss, diarrhea, severe joint pain: especially in hips joints , hair loss, abdominal pain. Concomitant and historical conditions were added. Event onset date was added. Reporter information was added. Lab test was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.